Event description:
It was reported that the asymptomatic patient presented in clinic for a pulse generator firmware upgrade. During the firmware upgrade, the device exhibited backup vvi operations. A device download was performed successfully. The device was not updated with the new firmware.